Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. As a result, surgical intervention was undertaken the ipg was explanted and replaced. Effective therapy was restored post operatively.